Event description:
In 2008, the pt reported her insulin infusion device is making a grinding noise when the piston rod retracts during the cartridge change process. The pt was agitated and stated her phone was about to "die". The pt was advised to switch to her backup infusion device immediately and a replacement device would be sent. The connection was lost. On follow up with the pt, she stated she was experiencing an elevated blood glucose reading of 300-400 mg/dl at the time of the original call. The pt's recommended blood glucose range is 80-130 mg/dl. Symptoms were feeling "combative" and irritable and she corrected her reading by bolusing insulin through her infusion device. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for eval.